Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device will not turn on. A device was returned to a third-party service center during the evaluation of the device, they found out that the complaint reproduced, display no working, there is an error codes found on the device: - e-105, ui bezel connector burned, pca burned, outlet seal contaminated, white led with low intensity. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed